Manufacturer narrative:
Additional phone no.: (B)(6). Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set was leaking from the upper most y-site (clearlink). This was observed during patient infusion with total parenteral nutrition. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. Functional testing was performed including clear passage and pressure testing with no issues noted. General function and priming testing was performed with no issued noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.